Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported during a shoulder fixation procedure on (B)(6) 2015, the instrument fractured while passing the suture through the suture passer. No pieces fell into the patient. The procedure was completed with a curved needle. This resulted in a delay of approximately 20 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Root cause of the event was most likely attributed misuse by being put under excessive force.